Manufacturer narrative:
B4:(B)(6) 2021. Additional information was received indicating the device gave a high oxygen alarm was discovered during extended self test. Based on this information, it has been concluded that this is not a reportable event. The customer stated the unit passed est successfully once the external o2 sensor was calibrated properly during est. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.

Event description:
It was reported to philips by a customer that the unit gives a high oxygen alarm. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported both high and low oxygen supply messages when connected to oxygen. The biomed reported the unit was tested on an oxygen tank and oxygen is set at 60%. The rse recommended to the biomed to run an est to calibrate the o2 sensor. Rse advised if the unit does not pass the o2 sensor calibration, or does not recognize the o2 sensor, then the external o2 sensor will need to be replaced and provided the part ID. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.